Event description:
It was reported that during a change out for normal eri, there was noise noted on the lead. Patient was asymptomatic. Lead was explanted with no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.